Manufacturer narrative:
Per tandem's user guide states "avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating)." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had been ran through the washing machine, and a malfunction alarm occurred. Customer¿s blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy.